Event description:
It was reported that syringe flu plus 0.25-1ml var dose 25x1 had foreign matter in the syringe. The following information was provided by the initial reporter: (B)(6) 2021 - black bit in syringe when pulled back vaccine in syringe. No evidence of particle being in vial upon commencing procedure (re vial inspection) particle is black therefore not bung from vial (vial bung in grey) (B)(6) 2021 update: previously flagged one but now have found multiple syringes since sunday containing particles. Thrown away about 10 doses with vaccine in them in past 48 hours because of contamination risk. Also thrown away 2 unused syringes after recognizing the syringes are where the particles are coming from."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2008412. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were originally found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, it was concluded that the reported issue could have been related to embedded contamination of the barrel of the syringe. However, without the physical sample, this exact cause could not be confirmed. Embedded particles could be produced within the molding machinery due to the high working temperatures. If the gases are not expelled properly during the molding process, burnt pieces can be produced within the molding components. This is a cosmetic defect with no risk to the health of the patient as the particle is embedded without the possibility of detachment.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 25x1 had foreign matter in the syringe. The following information was provided by the initial reporter: (B)(6) 2021 - black bit in syringe when pulled back vaccine in syringe. No evidence of particle being in vial upon commencing procedure (re vial inspection) particle is black therefore not bung from vial (vial bung in grey) (B)(6) 2021 update: previously flagged one but now have found multiple syringes since sunday containing particles. Thrown away about 10 doses with vaccine in them in past 48 hours because of contamination risk. Also thrown away 2 unused syringes after recognizing the syringes are where the particles are coming from."